Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the circumstances leading to the patient's symptoms included the patient lost their remote control. The hcp reported that the patient was given oxybutynin evr which had a mild benefit. The hcp reported that reprogramming is to be done and that the symptoms have not yet been resolved.

Event description:
Patient had problems with frequent urination with going more or less for implantable neurostimulator (ins). Patient had the received their replacement patient programmer (pp). Patient mentioned whenever the level was adjusted at the doctor office or sometimes when they were walking out, they got a stinging/burning in their penis, which eventually went away. It was reviewed stim considerations, including lowering stim if uncomfortable, and recommended following up with doctor. Patient was advised to consult with doctor for more information now. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.